Event description:
The pt lost stimulation. The implantable neurostimulator (ins) was interrogated and found to have out of range impedances at all levels of voltage testing due to lead breakage. They replaced the 3776-60 and one 3487a with normal impedances. Stimulation returned. There was reported to be no pt injury. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). The leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.